Event description:
A report received from the USA stated an 840 ventilator stopped cycling while being used on a patient. During a follow up conversation, the quality manager of the user facility reported the ventilator stopped cycling while the respiratory therapist (rt) was conducting a patient assessment. The patient was removed from the device, ventilated via ambu bag, and placed on an alternate ventilator. There was no report of patient injury as a result of the event.

Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and verified the device is requiring a graphical user interface (gui) upgrade. Service information for this device is currently being investigated. As additional information is obtained, a supplemental report will be generated. (B)(4).